Manufacturer narrative:
Initial reporter's phone number: (B)(6). At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: n/a. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient who underwent breast prosthesis implantation surgery with an unknown mentor implant, suffered breast capsular contracture (baker grade unknown), on an unspecified breast, post-operatively. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. The product is still unknown and the common device name and procode values are being used for submission purposes only. A supplemental report will be submitted if clarifying information is received.

Manufacturer narrative:
On november 15, 2022, mentor received additional information indicating that the suspect medical device's lot number is 9558728. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor became aware that the suspect medical device was manufactured by mentor medical systems b.v, located in leiden, the netherlands. It is a foreign manufacturer of medical devices that are not cleared or approved for sale in the us. It is a separate legal entity from mentor texas. Per 21 cfr 803.58 and "medical device reporting for manufacturers" (FDA guidance document issued on november 8, 2016), we are ¿[not] required to submit MDR reports for events occurring in other countries for a device that is manufactured in a foreign country and that is not cleared or approved for marketing in the us. This will be the last supplemental report for this complaint file. On november 23, 2022, the mentor failure analysis lab received the device for evaluation. In addition, mentor also received the following additional information: date of event, patient identifier, patient date of birth, capsular contracture baker grade (4), date of implantation, and date of explantation. These information have been populated accordingly. The patient also underwent replacement with device: catalog: 3341402 lot: 9760520. On november 28, 2022, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the siltex round high profile 600cc breast implant was found to have a tear on the anterior view, measuring approximately 11.7 cm. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications.